Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: dilatation catheter: 1.5x10 ryugen, 3.0x10 ryugen nc guide wire: bmw. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left circumflex artery. The lesion was pre-dilated with a 1.5x10mm non-abbott balloon dilatation catheter (bdc) and then a 2.75x18 mm xience prime stent was implanted. The stent was post-dilated with a 3.0x10mm non-abbott bdc. After post-dilatation, a proximal edge dissection was noted. To cover the dissection, a 3.0x18mm xience prime stent was implanted which covered up to the osteum. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.